Manufacturer narrative:
Additional information : the device was manufactured between september 02, 2018 - september 03, 2018. The device was received for evaluation. A visual inspection noted a green mark in back of the sample. The reported problem was verified. No functional testing was performed for this complaint. The cause of the reported condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 4000 ml eva tpn bag had contamination in the fluid pathway. The contamination was further described as a green ink mark/stain which was embedded in the bag. The contamination was observed before patient use. There was no patient involvement. No additional information is available.